Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured february 17, 2014 - february 19, 2014. Evaluation summary: the device was received for evaluation with approximately 40 ml of fluid within its reservoir. During visual inspection, white crystalized drug was observed around the connection area of the blue winged luer cap and the white distal luer. Further visual inspection revealed that the blue winged luer cap was not tightly closed. A functional test was performed by manually tightening the blue winged luer cap. The next day, no signs of a leak were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that dry, white powder was found at the blue winged cap of a half day infusor. This was observed by the patient before use in therapy. The device was filled with 2500 mg of desferrioxamine in 44 ml of 0.9% sodium chloride (baxter compounded solution). The reporter stated that there was no obvious leak and the outer pouch was dry. There was no patient injury or medical intervention associated with this event. No additional information is available.